Event description:
On (B)(6) 2018, the pt reports bumps on side of tongue and dry mouth. No further info given. Pt consents to be contacted by MFR. Note: the exact therapy date is unk, the first shipment month has been provided as an estimate. Dose or amount: 2ml, frequency: qwkx5wk, route: intraarticular. Dates of use: (B)(6) 2018 - ongoing. Diagnosis or reason for use: m06.9, m06.00, m15.0. Event abated after use stopped or dose reduced: no.